Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, events of r-wave amplitude variation that resulted in oversensing were noted on the right ventricular (rv) lead. Insulation damage was suspected but unconfirmed. The rv lead was capped and replaced the resolve the event. The patient was stable.